Manufacturer narrative:
Additional information: the product was received and identifies the model of the cartridge, model 1mtec30. Brand name: platinum 1 series, model# 1mtec30, catalog# 1mtec30. Device available for evaluation: yes. Returned to manufacturer on: 03/21/2016. PMA/510(k)#: k081545. Device returned to manufacturer: yes. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: na (not applicable) ;the cartridge is not an implantable device. If explanted; give date: na (not applicable; ) the cartridge is not implanted; therefore, not explanted. PMA/510(k): unknown, because product model is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into the cartridge correctly; however, upon injection, the cartridge cracked. The cartridge model was not provided. There was no patient contact and no patient consequence reported. Through follow up it was indicated the lens remains in the cartridge. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge was returned at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification revealed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) in the cartridge tube, tip, and loading zone indicating the sample was handled and prepared for surgical use. No cracks defect at the cartridge tube or tip sections were observed in the unit. The customer's reported complaint could not be verified. Manufacturing records review: since the lot number is unknown the manufacturing record evaluation could not be performed. However, during the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.